Event description:
It was reported that the ll vlv adpt (stand alone) was blocked / occluded during use with the IV catheter hub. The following information was provided by the initial reporter: "I started a 20g IV for the patient and connected the bd smartsite needle-free valve lot: (10) 19125945 to the IV catheter hub. I tried to aspirate blood for a lab sample using a 10ml syringe, with no blood return. I connected a vacutainer to attempt to obtain blood sample with no blood return. I attempted to flush the IV, and it would not work. I checked the connection between the catheter hub and the smartsite needle-free valve and it was connected correctly and secure. There was blood in the catheter hub up until the needle-free valve. I then changed the bd smartsite needle-free valve for a new one and was able to obtain the blood sample and flush the IV without resistance."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the smartsite needle-free valve would not flush or return blood while aspirating. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2000e, lot number: 19125945 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use with the IV catheter hub. The following information was provided by the initial reporter: "I started a 20g IV for the patient and connected the bd smartsite needle-free valve lot (10) 19125945 to the IV catheter hub. I tried to aspirate blood for a lab sample using a 10ml syringe, with no blood return. I connected a vacutainer to attempt to obtain blood sample with no blood return. I attempted to flush the IV, and it would not work. I checked the connection between the catheter hub and the smartsite needle-free valve and it was connected correctly and secure. There was blood in the catheter hub up until the needle-free valve. I then changed the bd smartsite needle-free valve for a new one and was able to obtain the blood sample and flush the IV without resistance."

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2020-10-30.

Manufacturer narrative:
Date of event: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # 0500360000-2020-8007. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use with the IV catheter hub. The following information was provided by the initial reporter: I started a 20g IV for the patient and connected the bd smartsite needle-free valve lot (10) 19125945 to the IV catheter hub. I tried to aspirate blood for a lab sample using a 10ml syringe, with no blood return. I connected a vacutainer to attempt to obtain blood sample with no blood return. I attempted to flush the IV, and it would not work. I checked the connection between the catheter hub and the smartsite needle-free valve and it was connected correctly and secure. There was blood in the catheter hub up until the needle-free valve. I then changed the bd smartsite needle-free valve for a new one and was able to obtain the blood sample and flush the IV without resistance.